Event description:
The customer's spouse called to report the customer was admitted in the hospital. The customer's diagnosis was mental status, but it could be admitted for low bgs. It was stated that the customer had high bgs, and customer was told to increase the basal rates. The customer has had episodes of low bgs for some time. Bgs at the time of admission were unknown. The programming was correct. The customer refused troubleshooting the pump. The customer stated that the pump was working properly and just requested help to set it up right. Customer still remains in the hosptial and the spouse stated that the hosptial was determining if it was a ministroke or heart problem. Advised the customer to revert to back up plan.